Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's battery depleted too fast. The customer's blood glucose level was not impacted. The customer has a backup method to deliver insulin to manage diabetes.